Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a miniarc single-incision sling to treat "stress urinary incontinence." It was alleged that the plaintiff "suffered serious and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the "product caused the plaintiff to suffer infections or inflammation" and "tissue damage."